Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary artery bypass graft procedure, the active blade broke off of device. It is unk if the missing blade was found. Another device was used to complete the procedure.